Event description:
It was reported to philips that the device's batteries were not charging. There was no patient involvement. One mrx li-ion battery pack was received for failure analysis. The reported problem was verified/duplicated in the lab. The battery was unable to charge.

Event description:
It was reported to philips that the device's batteries were not charging. There was no patient involvement. One mrx li-ion battery pack was received for failure analysis. The reported problem was verified/duplicated in the lab. The battery was unable to charge. Upon response from the vendor, it was verified that the battery for the unit was faulty due to a corrupted gas gauge.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's batteries were not charging. There was no patient involvement.